Manufacturer narrative:
H3: analysis of the implantable neurostimulator found the battery had a reduced capacity due to overdischarge. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 19. The last recorded recharge session performed while the device was implanted was on (B)(6). The device did not initiate a recharge session and the battery did not charge. A prior charge occurred on (B)(6); it lasted 3 hours 56 minutes and the battery charged from 3.62v to 3.81v. The parameter trend diagnostic section of the trace report shows patient usage during this session. The typical recharger coupling shown on the 8840 physician programmer is 0% (0 bars). The battery was discharged and in the lock mode when received for analysis on (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-09-18. It was reported the patient could not get the battery out of overdischarged state with multiple attempts. They attempted to reset the battery 3 times. The patient had not used the stimulator for about a year. The battery was replaced (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was having the implant replaced. It was stated that the reason for replacement was the implant was at the elective replacement indicator related to an overdischarge. It was unknown how many overdischarges the patient had or if the end of service message was seen. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient did not use the implant for a month and was overdischarged. A device reset was planned for (B)(6) 2019 and the issue was not resolved at the time of the report. No patient symptoms reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they reset the device 4 times and it didn¿t reboot. No further complications were reported.